Manufacturer narrative:
(B)(4). Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins was received in an eos condition. The eos occurred because there was a short across the active electrodes. The short pulled the battery level down to the point where the eos bit was set. After the eos bit was set, the output could no longer be turned on and therefore, the battery recovered in voltage. A printout in the pe file from (B)(4) 2013 showed that there was a 7 ohm short across the #1 and #2 electrodes. The initial interrogation done in the analysis lab showed in the history section that electrode #1 was programmed negative and electrode #2 was programmed positive. This was observed at sessions done on (B)(6) 2012. The ins implant life was started (B)(6) 2012 and went to an eri condition on (B)(6) 2012. It went to eos on (B)(6) 2013. Testing of the ins showed that it was functioning properly and that there was no internal short across the #1 and #2 electrodes. The short appears to have been external to the ins. Due to the short across the output, the ins went to an eos condition rapidly, but this is normal for an ins with a short across the output.

Event description:
It was reported that device interrogation on (B)(6) 2013 showed a low, out of range impedance value of 7 ohms on electrode pair 1,2 indicating a potential short circuit. All other impedance measurements were within normal limits. It was indicated that the patient had been programmed to c+,1-, and the implantable neurostimulator (ins) battery voltage was at 2.95v with lifetime hours used of 1,512. However, the battery had drained to a level where an end-of-service (eos) message was displayed. As a result, no further programming could be attempted. Due to the eos reading, the patient had been scheduled to have the ins replaced on (B)(6) 2013. The reporter indicated that more impedance testing was going to be performed on the day of the replacement to clarify if it was an ins/extension or lead issue. It was noted that the patient was doing well and was receiving drug therapy in the absence of dbs therapy. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was confirmed that the ins was explanted on (B)(6) 2013. The battery depletion was considered early. The patient status was noted as recovered fully.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).